Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the functional test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator monitor indicating that functional test failed. The fse evaluated the device at the customer¿s site. It was determined that the external pads defibrillator test failed due to defective paddles. The fse replaced the paddles and the issue was resolved. The device passed functional testing and was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was defective paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrialltor indicating that the functional test failed. There was no reported patient involvement.